Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. The customer tried different charging cables and wall adapters without success. Tandem technical support decided to send a replacement pump and advised the customer on returning the faulty pump, explaining the steps to take upon receiving the new one.